Event description:
Received info the pt loss therapeutic effect on the left side of the body. Impedances were checked and were low. During surgical revision, the impedances were rechecked and remained low on the right lead. A new 3389 lead was implanted and impedances were okay. No pt injury was reported and pt was okay.

Manufacturer narrative:
(B)(4).